Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h10 - related report numbers. The device was not returned to olympus for inspection. The device history record was unable to be reviewed for this device since the lot/serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the colonovideoscope exhibited incompatible scope error code e315 and the image became distorted. There were no reports of patient harm.